Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Expiration date correction. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No code is for surgical/medical intervention; revision surgery. Investigation summary: the 10mm/130 deg ti cann tfna 170mm - sterile (p/n 04.037.042s, lot h861177) was received broken into two pieces with a transverse fracture at the proximal locking hole. No other visual issues were identified with the returned components of the device. The following implants were returned as a concomitant device without an alleged complaint condition. Product code: 04.038.205, lot #: h739529 qty: (B)(4). Product code: unk locking screw, lot #: unk qty: (B)(4). Upon visual inspection, there is no evidence that these implants contributed to the complaint condition, and therefore no additional investigation will be performed on these implants. The device failure/defect of broken was identified during the investigation and is related to the reported complaint condition. Dimensional inspection: drawings reviewed. Feature: outer diameter, specification: 15.66 mm +/- 0.1 mm, measured dimension: 15.65 mm, result: conforming, measurement device: caliper ca802. Document/specification review: drawings, reflecting the manufactured and current revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint condition is confirmed for the 10mm/130 deg ti cann tfna 170mm - sterile (p/n 04.037.042s, lot h861177) as the implant was received broken into two pieces with a transverse fracture at the proximal locking hole. While no definitive root cause could be determined, it is possible that condition was due to early excessive strain by patient and/or unintended forces. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history review: part number: 04.037.042s, 10mm/130 deg ti cann tfna 170mm ¿ sterile, lot number: h861177 (sterile), manufacturing location: (B)(4), manufacturing date: 04/01/2019, expiration date: 02/28/2029, lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final, met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn (B)(4) supplied by (B)(4) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.942.2, lock prong, 130 degree, tfna bp55, lot number: 3l25759, lot quantity: (B)(4). Purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended bp55, lot number: h681034, lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card supplied by (B)(4) dated 10/14/2018 were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive bp58, lot number: h835331, lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part number: 21127, timoagri16.00 bp80, lot number: h829046, lot quantity: (B)(4) lbs. Certificate of analysis supplied by (B)(4). Dated (B)(6) 2019 was reviewed and determined to be conforming. Lot summary report dated (B)(6) 2019 met all inspection acceptance criteria. Raw material receiving/put away checklist met all inspection acceptance criteria. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent revision and a removal of the broken titanium cannulated trochanteric femoral nail advanced (tfna) nail due to delayed union and bone was not healed. The surgeon brought the patient back to surgery on (B)(6) 2019 to remove all devices together with the broken nail without fragments and difficulty, and inserted a new nail that was not a depuy synthes product. Original implantation was on (B)(6) 2019 for an open reduction internal fixation (orif) of the hip due to reverse obliquity unstable hip fracture. There was no surgical delay. Procedure was successfully completed. Patient outcome was good. Concomitant device reported: unknown tfna fenestrated screw (part # 04.038.205, lot # h739529, quantity # 1), unknown - screws: nail distal locking (part # unknown, lot # unknown, quantity # 1). This is report 1 of 1 for (B)(4).